Manufacturer narrative:
An investigation is in process. A follow-up will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred in china using the alinity m system, list 8n53-02, which is also us FDA approved.

Event description:
While conducting a clinical study for the alinity m system, a technician experienced a biohazardous exposure requiring intervention beyond first-aid. Specifically, the technician noted that while processing hiv patient samples during pre-analytical sample processing in the biosafety cabinet as per the package insert, the technician felt a droplet on the eyelid. The technician was wearing gloves, and a lab coat at the time, but no eye protection was worn. Work was prepared in the biosafety cabinet with the glass door in the down position. The manner in which the droplet from the patient sample reached the technician's eyelid is unknown. The technician was only working with patient samples at the time; no panels, controls or calibrators were in the biosafety cabinet at the time. The event occurred at the biosafety cabinet; the alinity m system was not involved in the event. As a result of this event, the technician did not at the time use first aid (e.g. Eye wash), however the technician was concerned about the droplet and proceeded to visit the local hospital where raltegravir potassium tablets (400mg 2 times each day), emtricitabine and tenofovir disoproxil fumarate tablets (1 tablet each day) were prescribed.

Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the incidence reported in the ticket stated a potential personal injury/biohazard exposure while conducting a clinical study on the alinity m system (08n53-02) sn (B)(6). Through review of the ticket notes and information attached with the ticket, it was found that the alinity m system is not involved in the incident. The technician was preparing the patient samples for the alinity m system. Samples were prepared using biological safety cabinet. As per the alinity m operation manual, exposure to potentially infectious materials may occur when handling specimens. Precaution should be taken for materials that contain or are suspected to contain infectious agents. A person should wear lab coat, gloves, and protective eyewear. As per ticket notes, technician was not using the protective eyewear while handling the biohazard material. Also, the technician didn't wash their eyes using eyewash station as a basic first aid. As per alinity m operation manual, it is recommended to comply with the precautions to help minimize the impact of the exposure. As a result, a product deficiency was not identified by this review. Quality data review: the corrective and preventative action (CAPA) review did not identify any existing internal records or nonconformances related to the reported issue. Complaint history review: a part and keyword specific complaint history review was performed. A product deficiency was not identified by this review. Additionally, recent trending was reviewed, and a trend violation was not identified, and the upper control limit was not exceeded for product 08n53. Based on the results of the investigation elements, a product deficiency was not identified.

Event description:
While conducting a clinical study for the alinity m system, a technician experienced a biohazardous exposure requiring intervention beyond first-aid. Specifically, the technician noted that while processing hiv patient samples during pre-analytical sample processing in the biosafety cabinet as per the package insert, the technician felt a droplet on the eyelid. The technician was wearing gloves, and a lab coat at the time, but no eye protection was worn. Work was prepared in the biosafety cabinet with the glass door in the down position. The manner in which the droplet from the patient sample reached the technician's eyelid is unknown. As a result of this event, the technician did not at the time use first aid (e.g. Eye wash), however the technician was concerned about the droplet and proceeded to visit the local hospital where raltegravir potassium tablets (400mg 2 times each day), emtricitabine and tenofovir disoproxil fumarate tablets (1 tablet each day) were prescribed. On (B)(6) 2023, a follow-up examination was performed on the technician and it was determined that one-month post exposure the technician tested as hiv negative.

Manufacturer narrative:
Section b5 has been updated with new information. An investigation is in process, a follow-up report will be submitted once the investigaiton is complete.